Event description:
Date of event - unk. It was reported to boston scientific that during a prostate biopsy procedure, the trupath biopsy device gun fired without pushing the button. Pt is ok.

Manufacturer narrative:
The lot number of the suspect device is unk; therefore, the manufacture and expiration dates cannot be determined. A ship history review was conducted and determined the last 3 lots shipped to the customer before the aware date. A review of the specific device history record could not be conducted due to the lot number being unk. A DHR review was conducted on each of the 3 lots identified from the ship history search. DHR search found that 2 of the 3 lots from the ship history search were made using latches from the 4 cavity mold and 1 lot was made using the single cavity mold. The device was disposed; therefore, no device eval was performed, however, based on the event description, it is most likely that the complaint device was manufactured using a latch from the single cavity mold. Eval of other devices that have been returned with similar issues, the most likely cause of this complaint is that the cannula latch of the device was not manufactured properly. It has been found that cannula latches molded from the single cavity mold are not formed properly, and can cause the prostate devices to not arm correctly, or possibly spontaneously fire.